Event description:
We used a renova para kit for a para and the tubing was spitting out ascites fluid like there was a small puncture in the tubing. We opened a new kit and disconnected the problematic tubing.